Event description:
On april 9, 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter displayed a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the issue began on the evening of (B) (6), 2010 (time not specified). The patient manages her diabetes with a set dose of insulin (type and dosage not specified); however, the patient denied making any changes to her regimen after the reported issue began. As a result of the alleged issue, the patient claimed that on (B) (6), 2010 (at an unspecified time) she felt nervous and was shaky. The patient denied receiving any treatment after the alleged issue began. At the time of troubleshooting, the cca verified that the subject meter's battery needed to be replaced, per owner's manual recommendation. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.